Event description:
Boston scientific received information that hours after implant, the right ventricular (rv) lead lead exhibited a loss of capture (loc). X-ray confirmed the lead dislodgement. The lead was surgically repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information provided noted that there was no visible perforation and all measurements were within normal range. Normal follow ups have been scheduled.

Manufacturer narrative:
After the revision procedure, the next day an increase in pacing thresholds was noted and a loss of capture in the unipolar confirmation. Printouts were sent to technical services for further review. An x-ray did not show a dislodgement. An echocardiogram was performed which revealed a burst blood vessel which was discharged. Technical services discussed possible indication when it comes to the reviewed electrocardiograms. As a revision took place a possible issue with the helix was discussed as well as a possible lead issue or perforation. At this time the lead remains implanted.